Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what was the name and date of the procedure? Dental surgery, date unk. What was being done when the needle pulled-off (in the package/ removal from package / during passage through tissue)? During use in dental surgery. Was the needle removed from the patient during the same procedure? Yes. What tissue/location was suturing when pull off occurred? Dental surgery. Were there any unexpected outcomes or complications as a result of this suture needle pull off event? None reported. Device return status/follow up? Not available

Event description:
It was reported that a patient underwent a dental surgery on an unknown date and suture was used. During the procedure, the suture detached from the needle. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
Product complaint # :(B)(4). Date sent to the FDA: 10/22/2021. Additional information: d4, h4, h6: a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.